Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the pocket in the b row was failed. The field service engineer replaced retractor band to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer 3.2 was not detected on bus. The customer added that this malfunction caused a delay in retrieve medication for patient and dispense medication to patient. There were no adverse events or injuries reported based on this event.